Event description:
Subcutaneous leak was found. The indwelling period was 7 days. The catheter was inserted via the right subclavian vein for tpn use. A week after the catheter placement, the tpn infusion though the catheter was performed. However, during the infusion subcutaneous leak was found and the catheter was removed. The removed catheter had a few pinholes in an area where was located inside the pt body.

Manufacturer narrative:
This complaint is confirmed. The product implicated and returned for eval is a broviac 6.6 fr single lumen catheter tubing. The tubing contains the surecuff. During functional testing of the catheter two pinhole leaks were observed. The leak sites are located 2.4 inches proximal to the surecuff. The leak sites are undistinguishable while under magnification and are only visible during hydraulic pressurization. At this time the cause of the leaks is undetermined. The IFU gives instructions to avoid contact with sharp instruments. A chr of lot #huuc211 showed no other similar product complaint(s) from this lot number.